Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure performed on an unknown date. Fiducial markers were placed transperineally prior to the spaceoar vue implant. The procedure was performed under general anesthesia. Following the procedure, upon routine follow up computed tomography (CT) imaging, it was determined there was rectal wall infiltration. The patient's radiation treatment was delayed due to this event as the plan was to allow the hydrogel to reabsorb prior to moving forward with radiation. No patient complications were reported. The patient is expected to fully recover. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, april 25, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.